Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the patient was placed on antibiotics but the infection persisted. As a result, the ipg was explanted.

Manufacturer narrative:
Event date is an estimate.